Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9141592. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that fluid leaked from the external "trocar" of the intima-ii y 20gax1.16in prn/ec slm catheter needle before use while establishing venous access for the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, during the establishment of venous access for the patient before the stump dressing operation, fluid exudate from the external trocar of the indwelling needle was found, so it was impossible to replace the indwelling needle immediately and re-puncture, and it was timely reported to the equipment department for treatment". Translation: "on (B)(6) 2020 when establishing an intravenous channel for the patient before the residual dressing, it was found that the liquid of the retention needle jacket tube oozed out, it was not possible to replace the new retention needle immediately to re-piercing, and promptly reported to the equipment section for treatment."